Manufacturer narrative:
Lab analysis of the device found one empty syringe of 1,0 ml, received in the box, in an open tray but without needle and cap. No default observed on the syringe.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus xc that exploded prior to injection and product spilled out. The device spilled out in the patient. There were no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus xc that exploded prior to injection and product spilled out. The device spilled out in the patient. There were no injuries.